Manufacturer narrative:
The initial report and follow-up report were filed as manufacturer report number 9611594-2015-00100 with the subsequent contact office. This is an initial report filed as manufacturer number as 8030647-2015-00194. The device history record for the returned sample lot number, m4188t301, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The sample was received with a blue capped connector attached to the suction adapter. The blue connector is of an unknown manufacturer. One sample device was returned. The thumb valve was examined. It appears to be in the full upright position. The thumb valve was depressed and released multiple times. Each time it returned to the upright position. No sticking or resistance was felt. The blue connector was removed. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. No suctioning occurred with the valve in the unlocked position. The thumb valve was fully depressed and suctioning occurred. When released, the thumb valve returned to closed position and suctioning ceased. The valve was placed in the locked position. No suctioning occurred in the locked position. The reported failure was not reproduced in the lab. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the closed suction catheter double swivel elbow valve was stuck in the open position. No additional information was provided in regards to the patient's status.